Event description:
The customer reported an iris potentiometer error. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system hard disk drive was evaluated and replaced. The collimator was calibrated to spec. The system was tested and found to be working as intended and returned to service.